Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as syr psd microbore leaked during use. The following information was provided by the initial reporter: "microbore tubing is leaking"

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014914 lot number 20096703 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the as syr psd microbore leaked during use. The following information was provided by the initial reporter: "microbore tubing is leaking."